Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the balloon was difficult to deflate and inflate. The procedure was completed with the same device. No clinical consequences reported to the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the balloon catheter was kinked and wrinkled. During the functioning test, it was found that the balloon inflated and deflated as intended. Although the balloon inflated and deflated as intended during functional testing, the reported complaint was confirmed based on the anomalies noted to the device which are known to affect its functional performance during the procedure. However, based on limited information received from the customer, it is unclear when and how the device sustained damage (kinks and wrinkles). Therefore, undeterminable was assigned to the analyzed 'balloon catheter kinked/bent' and 'balloon catheter damaged' and the reported 'balloon difficult/unable to deflate' and 'balloon difficult to inflate'.

Event description:
During the procedure, it was reported that the balloon was difficult to deflate and inflate. The procedure was completed with the same device. No clinical consequences reported to the patient. No further information is available.